Manufacturer narrative:
(B)(4). Concomitant medical products: 00596001652 femoral component precoat size f right compatible with lpsflex prolong 60992399, 00596404010 articular surface size ef 10 mm height "use with plate 5 60598911 , 66022663 palacos cement 66694196. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure approximately ten years prior. Subsequently, the patient was revised due to loosening. The patient's second revision unable to find out what was in for the primary knee.